Event description:
Consumer called to report readings that they felt were inaccurate. Was adjusting insulin therapy on the readings and started feeling sick (low sugar reaction). Called for medical assistance who verified their blood sugar was low.